Event description:
A pt reported experiencing inaccurate erratic results on a one touch profile meter. The pt's blood glucose results were 90 mg/dl and 118 mg/dl. Tests were done within 10 minutes with a difference of 24%. Pt did not experience any adverse events. No further info has been reported.